Event description:
It was reported to philips that the footswitch would lose connection to the base connector and would not allow the user to screen. The device was in use at the time of the reported event. No harm was reported. Philips field service engineer inspected the device onsite and identified an issue with the footswitch. Footswitch was replaced and tested and the system was returned to good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite for planned treatment or non-emergency treatment and confirmed that the device was used for neurological purposes and that the procedure was delayed. Fse identified an issue with the foot switch not allowing them to screen. Upon function testing, fse found the connector pins in the wired footswitch are bent. The fse replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. These codes were updated based on investigation outcome.